Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and reported that the customer experienced a "system failure" alarm during autofill. The customer found a loosened diaphragm plate screw, damaged diaphragm plate and damaged compressor. The customer requested a new compressor assembly and will complete the repairs on their own. The customer confirmed via email received on 10-oct-2017 that the compressor has been replaced. The customer adjusted the regulators and performed a preventive maintenance on the iabp on 3-oct-2017. The customer performed functional tests and all results were within the manufacturer's specifications. The customer returned the iabp to service on 4-oct-2017.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) had a system failure error message while the iabp was being used on a patient. No adverse event has been reported.